Manufacturer narrative:
(B)(6). Patient weight is unknown. Date of event: unknown. Manufacturing date: 27january2014. A review of the device history records was completed: a non-conformance report (ncr) was generated for undersize feature found during inspection. 7 out of 32 parts were found to be non-conforming and were scrapped. The 53 remaining parts in the lot were reworked and 100% inspected. During re-inspection an additional 8 parts were found to be nonconforming, all 8 were scrapped under another ncr. The final release quantity was 45, with a total of 15 parts scrapped. The relevance of these ncrs cannot be determined until the product is returned for investigation. The raw material underwent all required inspection and test requirements. Two ncrs were noted. One for missing information on certificate of conformance and for incorrect es specification. Material was reworked. The other for undersized parts; the full lot was scrapped. In conclusion, review of the device history records showed that there are potential issues during the manufacture of the product that could contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior spinal fusion performed at l4 ¿ ilium (no screw in s1) using synthes universal spinal system (uss) on (B)(6) 2014 for a traumatic sacral fracture. The patient did not heal and has a non-union. The bilateral rods broke just cephalad to the iliac screws; it is unknown when the rods broke. On (B)(6) 2015 the patient underwent a posterior revision; all of the hardware from the (B)(6) 2014 surgery was removed. The l4, l5 and the ilium were replaced with larger diameter screws. While placing the right iliac screw, two screw holders broke while trying to make the final couple of turns. While using a third screw holder, the top of a screw broke off. The screw was easily removed; all fragments of the screw and screw holder were retrieved. The surgeon placed another screw in the right ilium, connected new rods and successfully completed the surgery. There was a ten (10) minute surgical delay. There was no harm to the patient. No additional information available. This is report 2 of 5 for (B)(4).